Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 6f al1 non bsc guide catheter was placed and predilation of the lesion was performed using a 2.75x15mm emerge balloon catheter. A 16x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. Parallel wire technique was then performed using a non bsc guide wire a however, the distal edge of the 16x3.00mm promus premier¿ became stuck with the tip of the guide catheter. The device was removed from the patient and it was noted that the stent strut was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.